Event description:
It was reported "the 12mm esophageal balloon was inflated to stage 3 pressure of 90 psi, the balloon then burst. The team involved with the case immediately noticed bleeding (the syringe part of the inflation system filled with water and blood), they then removed the burst balloon and noticed a tear in the esophagus. At this point the consultant (B) (6) was called in."

Manufacturer narrative:
The device is not being returned for evaluation as the hosp will not release it at this time. The lot number is unknown for the reported product number. Without the device and lot code info, the engineer is unable to investigate the reported complaint. We are considering this complaint closed.